Event description:
On (B)(6) 2025, an IV infusion was administered to the patient using an IV catheter with a 24-gauge needle. Immediately after completion, the catheter was flushed with a locking solution. Shortly thereafter, blood reflux occurred through the catheter, causing rapid coagulation. When attempting to restart the infusion, the catheter was unusable, necessitating a new puncture. This caused discomfort to the patient. A new IV catheter was promptly replaced, and the procedure was repeated. The patient was thoroughly informed and cooperated with the process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found in the production process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample is not received, the use state of the pinch clamp cannot be identified, so the root cause of the clamping failure of the pinch clamp cannot be determined. The plant will continue to track and trend the issue.